Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument clip did not move properly and the clip did not come off the forceps. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clip didn't click properly. The procedure was continued with laparoscopic forceps. The instrument was available for return to isi for evaluation. There were no photos and/or videos of this event available for isi review. Patient demographic information were requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.